Event description:
It was reported that the device was used during a laparoscopic colectomy. The device did not fire, deploy staples, or fire knife blade. Another device was used to complete the case. There was no adverse consequence to the pt. Add'l info received: the case took six plus hours and had to be converted to open. However, it was converted to open as a result of horrible adhesions that the pt had. It didn't have anything to do with the device.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.